Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had a temperature issue and moisture was present. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: during investigation, the alleged temperature issue was not duplicated. Moisture was located in the battery compartment on the positive terminal.